Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was depleting rapidly. Customer attempted to plug the pump in to a power source and a power source alert occurred. Customer reported that pump would continue to be used for insulin therapy along with manual injection, if needed, until replacement pump was received. There was no impact to customer's blood glucose.